Event description:
It was reported that a user experienced hypoglycemia overnight with a blood glucose of 40 mg/dl, treated with orange juice, four glucose gummies, and half a granola bar, after which glucose rose and trended into hyperglycemia the following morning with reported values up to 250 mg/dl and later 168 mg/dl. The user sought guidance on ilet algorithm steps and was transferred for additional training on correct low-glucose treatment, indicating an improper or incorrect method of overtreating hypoglycemia and not a device component malfunction. Symptoms included hypoglycemia and hyperglycemia, with no associated clinical signs, symptoms, or conditions reported beyond glucose excursions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions rather than any device component issue. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.